Event description:
It was reported the pt is not receiving effective stimulation. The sjm rep met with the pt and provided her with new program to no avail. The pt is to f/u with her physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.